Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed a single occurrence of system fault error message (sf 188). The system fault error message (sf 188) could not be replicated. The investigation found no anomalies with the device and it was determined that the device operated within specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The device was not in use when the fault occurred, therefore, there was no patient involvement. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf188). There was no patient injury reported as a result of this incident.